Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported their dentist noticed that the byte aligners rubbed their lower gums for so long that it has put them at risk for losing one of their lower teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.